Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a atrial fibrillation procedure involving two faradrive sheaths, upon removal the devices upon case closure, aspiration was accompanied by air. The devices will be returned for analysis.